Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose reading was 400 mg/dl at time of incident. Customer's current blood glucose was 80 mg/dl. Customer declined to troubleshooting for high blood glucose. Customer was treated with applying bolus and changing the sets for high blood glucose. The infusion set cannula was bent. The pump will not be returned for analysis.